Event description:
It was reported that the system 9800's displayed image got progressively more blurry as a procedure continued. The procedure was completed without incident. There was no adverse patient involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that the image intensifier power supply was the most likely cause for the malfunction. A service call had been scheduled in order for a ge service rep to evaluate the system. The service call was cancelled at the customer request. An additional report will be generated and submitted if further info becomes available.